Event description:
The customer states that they had four catheters that were cut up in the package along with a good catheter. Their family member threw them away but they did keep one that the catheter is sticking out of the sealed package and the tip is cut off.